Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped and exposed to water prior to the malfunction alarm occurring. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 91 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly." Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof."